Event description:
The manufacturer received information alleging a service required error related to the device's oxygen blending module board was observed . There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received the allegation of device trilogy displaying the error code. The device was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to faulty obm pca and front enclosure, rear enclosure and handle were cracked. The device's obm pca, front enclosure, rear enclosure and handle were replaced to address this issue.